Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, the customer stated that the lid of the instrument was down when the incident occurred. The operator was adding another sample while the instrument was processing samples. The operator's guide for dimension xpand instruments states: "do not place your hands in the sample wheel area while the instrument is initializing or processing. You could injure yourself or damage the instrument." To add another sample onto the instrument, the operator should lift the lid completely, which would stop the power to the sample arm to prevent injury to the operator. The cause of the sample probe puncturing the operator's thumb was user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension xpand with hm instrument was punctured by the sample probe while loading a new sample. The sample probe punctured the operator's thumb. The operator cleaned the puncture wound with hydrogen peroxide and then went to an emergency room. The emergency room physician administered the medications combivir and sustiva. There are no known adverse health consequences due to the puncture wound caused by the sample probe.